Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was noted that the cannula had a hole in the middle of it and was bent upon removal of the pod. We are unable to confirm the damaged and bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level was "high" (>22.2 mmol/l,>400 mg/dl) while wearing the pod between 5 and 24 hours on the abdomen. It was noted that the cannula had a hole in the middle of it and was bent upon removal of the pod. Fluid was noted to be leaking and the site was described to be bleeding and bruised. Hyperglycemia treated with a new pod.

Manufacturer narrative:
The pod was received with the soft cannula deployed. The adhesive pad was not received with the device. The investigation found a tear in the exposed soft cannula. The leak caused by the tear in the exposed end of the soft cannula prevented fluid from exiting the fluid path. The pod data revealed an alarm occurred, indicating the pod has reached empty reservoir. An increase in pulse widths and a single timeout occurred at the very end of runtime due to the plunger reaching the bottom of the reservoir. The timing and cause of the observed damage and whether it contributed to the reported damaged cannula event could not be determined. Overall, the reported damaged pod cannula event could not be determined. The pod cannula was not observed to be bent or kinked, only a tear was observed in the soft cannula. Therefore, there was no problem found regarding the reported bent/kinked soft cannula. Fluid path testing revealed the pod had an inadequate formed needle tip. Despite no blood being observed on the device or adhesive pad, the formed needle tip damage can confirm the reported bleeding and bruising at the infusion site.